Manufacturer narrative:
As reported, the 5mm 4cm powerflex pro percutaneous transluminal angioplasty (pta) balloon ruptured at 10 atm after the unknown wire crossed. There was no reported injury to the patient. This occurred during treatment of the superficial femoral artery (sfa) with same side puncture. Additional information was requested; was not obtained after multiple attempts made. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 82264190 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint "balloon burst at/below rbp" could not be evaluated. The exact cause could not be determined.. Vessel characteristics of the sfa (which were not specified) or concomitant device factors may have contributed to the reported event. However, without return of the product for analysis or films of the event it is difficult to draw a clinical conclusion between the device and the reported event..as per the IFU, use only the recommended balloon inflation medium of 50/50 contrast/saline. The catheter should only be used by trained physicians. Balloon inflation should be performed with the guidewire extended beyond the catheter tip. Inflation at high rate may damage the balloon. If at any point during insertion of the catheter resistance is felt, withdraw the entire system. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the 5mm 4cm powerflex pro percutaneous transluminal angioplasty (pta) balloon ruptured at 10 atm after the unknown wire crossed. There was no reported injury to the patient. This occurred during treatment of the superficial femoral artery (sfa) with same side puncture. Additional information and device return was requested; however, neither were obtained after multiple attempts made.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 5mm 4cm powerflex pro percutaneous transluminal angioplasty (pta) balloon ruptured at 10 atm after the unknown wire crossed. There was no reported injury to the patient. This occurred during treatment of the superficial femoral artery (sfa) with same side puncture. Additional information and device return was requested; however, neither were obtained after multiple attempts made.